Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high flow insufflation unit had an alarm sound and the front panel turned off. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the front panel was turned off and there was an alarm sound due to a faulty printed circuit board specifically affecting the tube pressure sensor. By checking the logs on the device, it was confirmed that the pressure sensor error occurred multiple times. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, d9 and h3 were updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Consideration: upon checking the manual for model number uhi-4, it was indicated that the device generates an alarm notification and disables the front panel operation when the printed circuit board is defective. Olympus will continue to monitor field performance for this device.